Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless connector, however, no leak was observed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# 0204757785, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the patient had been admitted for several weeks with withdrawal symptoms. The event date was unknown. The baclofen dose started to be reduced, and a revision of the pump and catheter was performed on (B)(6) 2019. During the procedure, the abdominal catheter segment turned out to not be accessible. Only the abdominal segment was replaced; the spinal segment remained intact. The pump was also replaced as a precaution. The issue was resolved and the patient status was alive - no injury. The pump and explanted catheter segment would be returned for analysis. It was not known what, if any, troubleshooting was performed. Contributing factors to the event were not known. Further complications were not reported or anticipated.